Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received the consumer on 2020-(B)(4). It was reported that the patient's pump had stopped and started about 8 times in the last 10 months. The patient noted that they knew their pump was stopping because they have baclofen in their pump and they go through withdrawal, experiencing "itching and stinging". The patient noted that they usually never hear the pump alarm because it is not that loud, but they did hear it go off for 3 days around 4 months prior. According to the patient, their hcp never mentioned anything about it to them because the medication left over at refills is never a lot. The patient noted that the hcp told the nurse who fills the patient's pump not to use fluoroscopy any more.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown baclofen (concentration and dose unknown) via an implanted pump. It was reported the patient believed her drug infusion system had "gone dead." It was further clarified that "2 or 3 months ago" (did not clarify year) she started having symptoms of baclofen withdrawal. It was noted when the patient went in for her refill at this time the doctor told the she had the correct amount of medication in the pump, and the patient had her pump refilled and did not have any more problems until "this past saturday" when the patient started having withdrawal symptoms again. The symptoms the patient was having were "muscle rigidity, cramps" and now she was having symptoms of going through withdrawal and she "hates having the bugs crawl all over me" and the "stinging and itching." It was also reported her heart had been "skipping beats" for several days and she thought this was related. The patient was not currently hearing an alarm sound. The event date was asked and unknown and the patient was redirected to follow-up with the healthcare provider (hcp) to discuss symptoms and check the pump. No further complications were reported.